Manufacturer narrative:
Device (B)(4) is related to (B)(4) for the reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent and protruding out of the clevis. The pull wires of the device were intact and were not broken. Functionally the device jaws would open and close normally considering the bent needle tail. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint; wire protruding. The needle tail was bent and protruding out of the clevis, however both pull wires were intact and not broken. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable, however, an investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, while attempting to take a biopsy, a wire was visible protruding from the side of the jaws. The device was removed from the scope without issue and the procedure was completed with another radial jaw 4 biopsy forceps device. The nurse reported that the complaint device was not tested prior to use and that no samples were retrieved with this device. Additionally, the nurse indicated that the device was inspected post-procedure and the pullwire appeared to be coming from the side. No other damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, while attempting to take a biopsy, a wire was visible protruding from the side of the jaws. The device was removed from the scope without issue and the procedure was completed with another radial jaw 4 biopsy forceps device. The nurse reported that the complaint device was not tested prior to use and that no samples were retrieved with this device. Additionally, the nurse indicated that the device was inspected post-procedure and the pullwire appeared to be coming from the side. No other damage was visible. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.